Manufacturer narrative:
A surgical intervention was performed to determine the issue. First a tug test was done, without evidence of loose connection reported. The physician then disconnected the associated medical device and checked the rv lead which then tested within normal limits at 600 ohms pace impedance measurement. This rv lead was subsequently attempted to be removed from service. The physician noted that the distal coil had started to pull apart. At this point, the physician determined to instate the prior surgically abandoned chronic rv lead pace/sense portion. The pace sense portion of this rv lead was subsequently surgically abandoned. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit intermittent greater than 2000 ohms pace impedance measurement, as noted at routine office follow-up. The patient subsequently was sent to the emergency room for system testing. The local area sales representative identified some non-sustained ventricular tachycardia (nsvts) activity, that was later determined to be double counting (patient intrinsic coming through). There were no evident adverse patient symptoms associated with these clinical observations.